Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service.

Event description:
During preparation, the generator made a high pitched ringing noise and a burning smell was noted. However, there was no signs of smoke or fire. There was no patient involved in this event.